Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke in the middle of the night with an elevated blood glucose (bg) level (406 mg/dl). Customer suspected that personal pump settings was the cause. Customer delivered a manual injection to address elevated bg level. Recommendation was made for customer to discuss personal settings with health care provider.